Event description:
Customer reportedly received result of 300 mg/dl on the advantage system and 96 mg/dl on a professional's meter within 10 minutes. No action was taken based on device results. The discrepant results were obtained at a hosp. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.